Event description:
Customer admitted to a hosp for high blood glucose customer stated that they were not able to get pump out of prime mode. Customer did remove set and found cannula bent. Customer stated they were in the process of changing set/site but did not feel well enough to continue. Customer was admitted to hosp with blood glucose of 700 mg/dl. Customer did not feel well enough to trouble shoot. Customer had a pounding headache and would like to troubleshoot at a later date.